Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00672 , 0001825034 - 2022 - 00673 , 0001825034 - 2022 - 00675.

Event description:
It was reported that approximately ten (10) days after hip implant surgery, a few colonies of mild staphylococcus epidermidis infection were detected on the skin close to the wound. Patient¿s surgical wounds were cleaned with povidone iodine. This was not a surgery. This was not done in the operating room, it¿s just a dry clear of the wound. Event got resolved after this intervention. No other complications reported. No further event information available at the time of this report.